Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the cause of the reported event.

Event description:
It was reported the patient's dash personal diabetes manager battery was swollen and the device will no longer power on. The device will be replaced.